Event description:
During surgery, a flash fire occurred which resulted in burns to the lower face, neck and chest area of the patient. The patient is a woman who was having a pace maker implanted. Biomed did not know the settings of the machine during the procedure. According to george brown (biomed): it as confirmed that oxygen was used during the procedure. Reporter stated that an anesthetic was used during the procedure; the name and type is unknown. It is unknown what type of prep solution was used prior to surgery. Patient status is currently unknown. Phone call was placed to the user facility and voice message left for debbie wedding (nursing supervisor) in effort to obtain patient's status information.

Manufacturer narrative:
Taken from the sabre 2400 operators manual (which is supplied with each sabre 2400): 1.1.2 precautions in patient preparation electrosurgery should never be performed in the presence of flammable anaesthetics, flammable prep solutions, or in oxygen-enriched environments. The risk of igniting flammable gases or other materials is inherent in electrosurgery and cannot be eliminated by device design. Precautions must be taken to restrict flammable materials and substances from the electrosurgical site, whether they are present in the form of an anesthetic or skin preparation agent, or are produced by natural processes within the body cavities, or originate in surgical drapes or other materials. There is risk of pooling of flammable solutions in body depressions such as the umbilicus and in body cavities, such as the vagina. Any excess fluid pooled in these areas should be removed before the equipment is used. Due to the danger of ignition of endogenous gases, the bowel should be purged and filled with non-flammable gas prior to abdominal surgery.